Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from return. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.